Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is an off-label usage of the device. On (B)(6)2025, it was reported that the patient experienced inaccurate cgm values. The day of the event, around 04:00pm, the patient experienced shortness of breath, and tachycardia, and went a clinic. At the clinic a fingerstick was taken and the cgm was reading low, and the blood glucose reading was 466 mg/dl, and an ambulance was called. The patient was brought to the hospital and when a fingerstick was taken at the hospital the cgm reading was low, and the blood glucose reading was 546 mg/dl. The patient was treated with intravenous fluids, and insulin shots. The patient stayed overnight, and was discharged the next day in the afternoon, and the blood glucose reading was 120 mg/dl at that moment. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.